Event description:
Customer reportedly received the following results on the advantage system: 471 mg/dl, 179 mg/dl, 252 mg/dl, hi (greater than 600 mg/dl), 504 mg/dl, 184 mg/dl, and 161 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.